Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. The customer reported that the insulin pump alarmed motor error during infusion set change. Customer also reported to have received a compromised force sensor system while troubleshooting for motor error. The customer stated that the drive support cap was normal and they were able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device alarmed during prime test due to moisture damage force sensor resistor. No motor error alarm noted during testing. Motor passed motor test. The device had a minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, cracked lcd window and missing reservoir tube o-ring. The device was received with broken off reservoir tube lip. Reservoir was unable to lock in place due to reservoir tube lip completely broken off.